Event description:
Edwards received information that a 23mm bioprosthetic aortic valve, implanted approximately eleven (11) years and six (6) months, was explanted due to prosthetic valve insufficiency. The explanted device was replaced with another edwards bioprosthetic valve. Source documents describe the valve with "significant deterioration with excrescences over the surface of the valve." Patient is noted in satisfactory condition.

Manufacturer narrative:
It was reported that there was bioprosthetic aortic valve insufficiency with significant deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The explanted device was not returned to edwards lifesciences; without receipt of the device, the reported clinical observation cannot be confirmed and a root cause cannot be determined. Edwards will continue to monitor all events. Additional information will be reported if received.